Event description:
It was reported that the entire system was explanted. The patient fell post pocket revision and experienced drainage and incisional wound opening, fever and redness at the device pocket. No diagnostic testing or troubleshooting was required. The patient outcome was unknown. Follow up is being conducted and if additional information is received an update will be made.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).